Manufacturer narrative:
Unexpected battery power loss not found during testing. Insulin pump passed the displacement test, active current and sleep current test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had replace battery alarm with out low battery alarm. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that they received power loss alarm. Customer was able to successfully clear the alarm. Customer did not receive request to rewind insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.